Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2025). Device not returned.

Event description:
It was reported that approximately three months post chronic catheter placement procedure, the doctor noted that the lumen side adapter allegedly broke and separated from the lumen. The doctor surgically fixed the catheter back on the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The photo shows a patient body implanted with the broviac s/l catheter. It was seen that the catheter was fractured in the hub region. Hub was noted to be separated from the catheter body. The edge of the fractured catheter segment was not visible clearly in the provided photo. Therefore, the investigation is confirmed for the reported fracture and material separation issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post chronic catheter placement procedure, the doctor noted that the lumen side adapter allegedly broke and separated from the lumen. The doctor surgically fixed the catheter back on the patient. There was no reported patient injury.